Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger.

Event description:
Additional information was received from the rep. It was reported that the patient¿s desktop charger (dtc) had a broken connector pin. The rep tried to use a new dtc, but the recharger failed to power up. A replacement recharger and dtc were sent to the patient. It was also reported that the ins was not dead, and had been at 50% charge. It was previously reported that the ins was completely dead, so it is not clear what the status of the ins was. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3765, serial#: (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient's ins was completely dead and the patient's recharger is no longer working, showing a blank screen. The rep reported that the patient is currently in very poor condition, is having difficulty communicating, and is currently off their medications. The rep reported that the patient has an appointment scheduled for tomorrow to verify the source of the issue with their healthcare provider (hcp). Additional information was received from the rep on 2017-feb-24 reporting that the patient's recharger had a broken connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product ID (B)(4) serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative. It was clarified that the patients ins was never actually expired, and was at 50%.